Event description:
It was reported that the video system center exhibited connector issues, flickering and output was not working. The issue occurred during an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "Flickering, sti output does not work" - the issue could not be reproduced and the root cause of the event could not be determined. 2. "The locking latch on the video connector is worn, and the image is lost when the scope end connector is moved/the scope connector is not held correctly" - it is likely due to the locking latch of the video connector worn and the scope connector was not held correctly. Olympus will continue to monitor the field performance of this device.